Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
The pt had a hermetic ii external cerebrospinal fluid (csf) drainage management catalogue number: nl850-8300n inserted (date unspecified). The drainage bag connector was locked making it impossible to unscrew to replace the unit manually or even with pliers (by applying a conservative amount of pressure in order not to cause breakage). Additional clinical info has been requested.